Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-03337. Related manufacturer reference number:2017865-2020-03340. It was reported that the patient presented with pocket erosion. The entire system was explanted. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2020-03339 submitted on 10 mar 2020. The report was erroneously submitted. All previously submitted information should be corrected to not applicable and null fields.